Manufacturer narrative:
Product analysis: visual and optical inspection revealed the tip of the driver has been broken off. Optical inspection revealed a very flat/smooth fracture with circular material flow. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent hardware removal and re-insertion surgery due to non-union. Intra-op, while inserting the screw, tip of the driver broke off into the head of the screw. The surgeon removed the screw that had the broken portion stuck in it; and inserted a new screw. No patient complications were reported due to this event.